Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils embedded in the scar tissue"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and attention deficit/hyperactivity disorder ("adhd") in a 37-year-old female patient who had essure (batch no. 626404) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spotting vaginal, endometriosis, back pain, asthma, endocervical squamous metaplasia, adenomyosis, uterine leiomyoma and adhd. Concomitant products included alprazolam, alprazolam (xanax), aripiprazole (abilify), salbutamol (albuterol) and seretide (advair). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2008, the patient experienced fatigue ("fatigue/ tired all the time"), gastrointestinal disorder ("gastrointestinal problems"), rash ("rashes"), mood altered ("mood changes"), depression ("depression"), anxiety ("anxiety") and skin disorder ("skin condition"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2008, the patient experienced palpitations ("heart racing") and chest pain ("chest pain"). In (B)(6) 2009, the patient experienced dental caries ("tooth decay/ teeth quickly deteriorating"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), eye disorder ("eye problems"), alopecia ("hair loss") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced multiple allergies ("allergies"). In 2011, the patient experienced mental disorder ("psychological problems/ tremendous decline in short term mental function"), dysgeusia ("metallic taste in mouth"), drug hypersensitivity ("allergic to histamine with adrenal gland") and insomnia ("insomnia"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, attention deficit/hyperactivity disorder (seriousness criterion medically significant), cardiac disorder ("heart problems"), blood cholesterol increased ("high cholesterol"), hormone level abnormal ("hormonal changes"), nervous system disorder ("neurological problems"), visual impairment ("vision problems"), allergy to metals ("diagnosed nickel allergy"), procedural pain ("painful post-operative recovery"), food allergy ("food allergy"), loss of consciousness ("passed out"), amnesia ("memory loss"), thyroid disorder ("thyroid problems"), umbilical hernia ("umbilical hernia"), back pain ("back pain"), parosmia ("can't tolerate any chemical or smells/ cant tolerate any smell or smells"), mental impairment ("tremendous decline in short term mental function"), histamine abnormal ("histamine") and adrenal disorder ("adrenal nerve"). The patient was treated with obetrol (adderall) and surgery ((B)(6) 2014 - hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, loss of consciousness, amnesia, thyroid disorder, umbilical hernia, back pain, parosmia, mental impairment, skin disorder, histamine abnormal and adrenal disorder outcome was unknown, the genital haemorrhage, attention deficit/hyperactivity disorder, cardiac disorder, blood cholesterol increased, dental caries, dysmenorrhoea, fatigue, migraine, headache, nausea, mental disorder, eye disorder, vaginal haemorrhage, menorrhagia, food allergy, drug hypersensitivity, alopecia, mood altered, depression, anxiety, weight increased, ovarian cyst, palpitations, chest pain and insomnia had resolved and the dyspareunia, gastrointestinal disorder, hormone level abnormal, nervous system disorder, rash, multiple allergies, visual impairment, allergy to metals, dysgeusia and procedural pain was resolving. The reporter considered adrenal disorder, allergy to metals, alopecia, amnesia, anxiety, attention deficit/hyperactivity disorder, back pain, blood cholesterol increased, cardiac disorder, chest pain, dental caries, depression, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, food allergy, gastrointestinal disorder, genital haemorrhage, headache, histamine abnormal, hormone level abnormal, insomnia, loss of consciousness, menorrhagia, mental disorder, mental impairment, migraine, mood altered, multiple allergies, nausea, nervous system disorder, ovarian cyst, palpitations, parosmia, procedural pain, rash, skin disorder, thyroid disorder, umbilical hernia, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: essure removal procedure on (B)(6) 2014 had ended up having to take out plantiff cervix and couldn't let her have her coils because they were embedded in the scar tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet- events can't tolerate any chemical or smells, mental impairment, skin disorder, histamine and adrenal nerve were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils embedded in the scar tissue"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and attention deficit/hyperactivity disorder ("adhd") in a 37-year-old female patient who had essure (batch no. 626404) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spotting vaginal, endometriosis, back pain, asthma, endocervical squamous metaplasia, adenomyosis and uterine leiomyoma. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal problems"), mood altered ("mood changes"), depression ("depression") and anxiety ("anxiety"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2008, the patient experienced palpitations ("heart racing") and chest pain ("chest pain"). In (B)(6) 2009, the patient experienced dental caries ("tooth decay"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), eye disorder ("eye problems"), alopecia ("hair loss") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced multiple allergies ("allergies"). In 2011, the patient experienced mental disorder ("psychological problems/ tremendous decline in short term mental function"), dysgeusia ("metallic taste in mouth"), drug hypersensitivity ("allergic to histamine with adrenal gland") and insomnia ("insomnia"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, attention deficit/hyperactivity disorder (seriousness criterion medically significant), cardiac disorder ("heart problems"), blood cholesterol increased ("high cholesterol"), hormone level abnormal ("hormonal changes"), nervous system disorder ("neurological problems"), rash ("rashes"), visual impairment ("vision problems"), allergy to metals ("diagnosed nickel allergy"), procedural pain ("painful post-operative recovery"), food allergy ("food allergy"), loss of consciousness ("passed out"), amnesia ("memory loss"), thyroid disorder ("thyroid problems"), umbilical hernia ("umbilical hernia") and back pain ("back pain"). The patient was treated with obetrol (adderall) and surgery ((B)(6) 2014 - hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, loss of consciousness, amnesia, thyroid disorder, umbilical hernia and back pain outcome was unknown, the genital haemorrhage, attention deficit/hyperactivity disorder, cardiac disorder, blood cholesterol increased, dental caries, dysmenorrhoea, fatigue, migraine, headache, nausea, mental disorder, eye disorder, vaginal haemorrhage, menorrhagia, food allergy, drug hypersensitivity, alopecia, mood altered, depression, anxiety, weight increased, ovarian cyst, palpitations, chest pain and insomnia had resolved and the dyspareunia, gastrointestinal disorder, hormone level abnormal, nervous system disorder, rash, multiple allergies, visual impairment, allergy to metals, dysgeusia and procedural pain was resolving. The reporter considered allergy to metals, alopecia, amnesia, anxiety, attention deficit/hyperactivity disorder, back pain, blood cholesterol increased, cardiac disorder, chest pain, dental caries, depression, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, food allergy, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, insomnia, loss of consciousness, menorrhagia, mental disorder, migraine, mood altered, multiple allergies, nausea, nervous system disorder, ovarian cyst, palpitations, procedural pain, rash, thyroid disorder, umbilical hernia, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: essure removal procedure on (B)(6) 2014 had ended up having to take out plantiff cervix and couldn't let her have her coils because they were embedded in the scar tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: cofinrming full occlusion of fallopian tubes . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), food allergy, heavy metals allergy/nickel allergy, mood changes, allergic to histamine with adrenal gland, hair loss, adhd, depression, anxiety, weight gain, ovarian cyst, heart racing, chest pain, passed out, memory loss, thyroid problems and umbilical hernia. Medical condition, concurrent condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils embedded in the scar tissue"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and attention deficit/hyperactivity disorder ("adhd") in a 37-year-old female patient who had essure (batch no. 626404) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spotting vaginal, endometriosis, back pain, asthma, endocervical squamous metaplasia, adenomyosis, uterine leiomyoma and adhd. Concomitant products included alprazolam, alprazolam (xanax), aripiprazole (abilify), salbutamol (albuterol) and seretide (advair). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2008, the patient experienced fatigue ("fatigue/ tired all the time"), gastrointestinal disorder ("gastrointestinal problems"), rash ("rashes"), mood altered ("mood changes"), depression ("depression"), anxiety ("anxiety") and skin disorder ("skin condition"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2008, the patient experienced palpitations ("heart racing") and chest pain ("chest pain"). In (B)(6) 2009, the patient experienced dental caries ("tooth decay/ teeth quickly deteriorating"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), eye disorder ("eye problems"), alopecia ("hair loss") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced multiple allergies ("allergies"). In 2011, the patient experienced mental disorder ("psychological problems/ tremendous decline in short term mental function"), dysgeusia ("metallic taste in mouth"), drug hypersensitivity ("allergic to histamine with adrenal gland") and insomnia ("insomnia"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, attention deficit/hyperactivity disorder (seriousness criterion medically significant), cardiac disorder ("heart problems"), blood cholesterol increased ("high cholesterol"), hormone level abnormal ("hormonal changes"), nervous system disorder ("neurological problems"), visual impairment ("vision problems"), allergy to metals ("diagnosed nickel allergy"), procedural pain ("painful post-operative recovery"), food allergy ("food allergy"), loss of consciousness ("passed out"), amnesia ("memory loss"), thyroid disorder ("thyroid problems"), umbilical hernia ("umbilical hernia"), back pain ("back pain"), parosmia ("can't tolerate any chemical or smells/ cant tolerate any smell or smells"), mental impairment ("tremendous decline in short term mental function"), histamine abnormal ("histamine") and adrenal disorder ("adrenal nerve"). The patient was treated with obetrol (adderall) and surgery ((B)(6) 2014 - hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, loss of consciousness, amnesia, thyroid disorder, umbilical hernia, back pain, parosmia, mental impairment, skin disorder, histamine abnormal and adrenal disorder outcome was unknown, the genital haemorrhage, attention deficit/hyperactivity disorder, cardiac disorder, blood cholesterol increased, dental caries, dysmenorrhoea, fatigue, migraine, headache, nausea, mental disorder, eye disorder, vaginal haemorrhage, menorrhagia, food allergy, drug hypersensitivity, alopecia, mood altered, depression, anxiety, weight increased, ovarian cyst, palpitations, chest pain and insomnia had resolved and the dyspareunia, gastrointestinal disorder, hormone level abnormal, nervous system disorder, rash, multiple allergies, visual impairment, allergy to metals, dysgeusia and procedural pain was resolving. The reporter considered adrenal disorder, allergy to metals, alopecia, amnesia, anxiety, attention deficit/hyperactivity disorder, back pain, blood cholesterol increased, cardiac disorder, chest pain, dental caries, depression, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, food allergy, gastrointestinal disorder, genital haemorrhage, headache, histamine abnormal, hormone level abnormal, insomnia, loss of consciousness, menorrhagia, mental disorder, mental impairment, migraine, mood altered, multiple allergies, nausea, nervous system disorder, ovarian cyst, palpitations, parosmia, procedural pain, rash, skin disorder, thyroid disorder, umbilical hernia, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: essure removal procedure on (B)(6) 2014 had ended up having to take out plantiff cervix and couldn't let her have her coils because they were embedded in the scar tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cardiac disorder ("heart problems"), blood cholesterol increased ("high cholesterol"), dental caries ("tooth decay"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal problems"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological problems"), abdominal pain ("abdominal pain"), mental disorder ("psychological problems"), rash ("rashes"), multiple allergies ("allergies"), visual impairment ("vision problems"), eye disorder ("eye problems"), allergy to metals ("diagnosed nickel allergy"), dysgeusia ("metallic taste in mouth") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, cardiac disorder, blood cholesterol increased, dental caries, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, abdominal pain, mental disorder, rash, multiple allergies, visual impairment, eye disorder, allergy to metals, dysgeusia and procedural pain were resolving. The reporter considered abdominal pain, allergy to metals, blood cholesterol increased, cardiac disorder, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, mental disorder, migraine, multiple allergies, nausea, nervous system disorder, pelvic pain, procedural pain, rash and visual impairment to be related to essure. The reporter commented: since having the surgery, patient's symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.